Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a notification about an abnormal report. Boston scientific technical services (ts) referred patient to clinic. This device remains in service. No adverse patient effects were reported.